Event description:
Complainant alleged that during testing, the device was turned on with sealed non-zoll electrodes attached and displayed artifact instead of a flat baseline. Subsequently, the defibrillator initiated a charge up sequence. The user then shut off the defib and attached a different set of pads. Additional testing was performed with the new set of electrodes and the device operated appropriately. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.